Manufacturer narrative:
Device investigation summary - the returned devices were examined and in each instance the complaint conditions were able to be confirmed as the screwdriver shaft was found to have a worn tip with all six lobes damaged. Additionally, the threaded tip of the matrix holding sleeve was found to be broken and missing a segment. No definitive root cause was able to be determined; the failure modes are typically associated with improper technique (off-axis loading and/or the application of excessive force). For part 03.632.001 (lot 6676660): the returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment (approximately 5.5mm x 1.5mm x 2mm ¿ calipers ca94). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Relevant drawings for the returned device were reviewed. A design change was implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured after these changes were applied. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device 03.632.002 (lot 7894841): the returned driver was examined and the complaint condition was able to be confirmed as the driver was found to be worn with all six of the lobes damaged. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. Relevant drawings for the returned instruments were reviewed. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - release to warehouse date: 16dec2011. Supplier: (B)(4), packaged by: synthes: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes canada reports an event as follows: during the setup of instruments for a lumbar fusion, the matrix shaft was being put on the torque limiting handle and it was noticed that the matrix shaft was stripped. Another shaft was used for final tightening. When the matrix screw was being loaded onto the matrix screwdriver the surgeon attempted to insert the screw and found that the screwdriver was not properly holding the screw. The holding sleeve of the screwdriver that was holding the screw was chipped and worn off. Another screwdriver was used to complete the case. The surgical delay was reported as not being significant. No fragments were left in the patient. There is no additional information. (B)(4) is to report the holding sleeve and matrix shaft malfunctioning; issues experienced with the screwdriver are captured and reported under (B)(4). This is report 1 of 2 for (B)(4).